Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it was kinked. Therefore the rv lead was used and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it was kinked. Therefore, the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. It was also noted that the visual summary analysis of the lead indicated damage at implant.